Event description:
It was reported patient underwent and initial left total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to pain. The acetebaular cup and liner were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.